Event description:
Patient representative reported unknown side "silicone leakage", "depression and anxiety associated with the device recall", and "significant pain and tenderness in the breast". This record relates to the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.